Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to confirm missing segments/partial display and unable to perform the self-test, unexpected alarm error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to blank display. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 146 mg/dl at the time of the incident. Customer states that the screen goes blank anytime a button is pressed. Customer cannot see amount of bolus being administered to herself because the screen goes blank. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.